Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic hand assisted nephrectomy. The device was being inserted into the body and it ripped. Competitor's device was used to complete the case. There was no consequence to the patient.